Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device displayed a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device displayed a whitescreen hw watchdong error and sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.